Manufacturer narrative:
Technician was contacted by clinical engineer to inspect and repair the bed located in (B)(6). During the inspection, found the head would not raise. Replaced the head up solenoid valve p/n (B)(4), to resolve this issue.

Event description:
Info received alleged that the head of bed would not raise up.